Event description:
It was reported that a malfunction alarm occurred and the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 358 mg/dl.